Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a procedure on (B)(6) 2013. According to the complainant, the indication for the stent placement was for treatment of a malignant stricture within the colon. The stent placement was performed as a bridge to surgery for the colonic obstruction. The lesion was reported to be approximately 9cm in length and the patient anatomy was reported to be very tortuous. During the procedure, when the physician introduced the stent system into the patient, the shaft of the delivery system kinked and the stent failed to deploy. Following removal of the device from the patient, the user was able to release the stent with resistance. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications as a result of this event. The patient's condition was reported to be good post procedure. Based on the investigation results, which indicate that the outer sheath was broken and that some of the polytetrafluoroethylene (ptfe) coating had partially peeled away from the inside of the outer sheath, this is now considered a reportable event.

Manufacturer narrative:
(B)(4). A visual examination of the returned device found that the stent had been deployed and was not returned. There was a break in the outer sheath at 3mm distal to the distal handle. The stainless steel handle was slightly bent and the clear outer sheath was accordioned at its proximal end. There were no issues in movement of the outer sheath along the shaft. The shaft was dissected at the proximal end of the clear outer sheath and the inner was withdrawn. When the outer sheath was dissected longitudinally, it was noted that some of the polytetrafluoroethylene (ptfe) coating had partially peeled away from the inside of the outer sheath. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.